Manufacturer narrative:
Additional information: breakdown of the 8 events of lens damage is as follows: 5 events were for haptic damage, 1 event was for lens damaged, 1 event for haptic detached, 1 event was for folding issues,haptic detached. Folding issues, haptic detached. Products have not been returned. Serial numbers of suspect products: (B)(4). One investigation was completed at the time of this report. The suspect product was not returned, the investigation concluded the products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: 6 investigations were completed during the period. 3947751607: product returned and product met manufacturing release criteria; 3628961701: no product returned, product met manufacturing release criteria; 3530021704: no product returned, product met manufacturing release criteria; 2003691804: no product returned, product met manufacturing release criteria; 5125421801: product returned and product met manufacturing release criteria; 2739181706: no product returned, product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
1 investigation was completed from the period and it found the product lens cut with haptic detached. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: 1 investigation was completed from the period for serial number (B)(4) and lens was returned. Haptic detached, lens damaged was observed. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.